Event description:
It was reported that the customer was hospitalized due to a diabetes-related issue. There was no adverse impact to the customer¿s blood glucose level. Despite moderate ketones being present, no dangerous or life-threatening conditions were identified. The pump system check was completed without identifying any issues, confirming that the pump was working as intended. The customer initially attempted to manage the high blood glucose with multiple daily injections (mdi) but did not receive any treatment from the clinic, as they advised self-injection at home. No permanent damage was identified, and the customer was released from the hospital on the same day.